Event description:
This spontaneous case was reported by another health professional and describes the occurrence of haematemesis ("(B)(6) ate this and had bloody vomit") in a (B)(6) male patient who received dr scholls freeze away dual action cutaneous spray. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: accidental device ingestion by a child "(B)(6) infant ingest this" on (B)(6) 2018. On (B)(6) 2018, the patient experienced haematemesis (seriousness criterion medically significant) and dyspnoea ("(B)(6) ate this and had difficulty breathing"). It was unknown whether any action was taken with dr scholls freeze away dual action. At the time of the report, the haematemesis and dyspnoea outcome was unknown. The reporter provided no causality assessment for dyspnoea and haematemesis with dr scholls freeze away dual action. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). This (B)(6) patient ingested salicylic acid, dimethyl ether, propane and experienced haematemesis on the next day. Only haematemesis is unlisted according to salicylic acid, dimethyl ether, propane reference safety information. Taking into consideration the close temporal relationship between accidental ingestion (of a topical product) and the event, causal or contributory role of salicylic acid, dimethyl ether, propane to haematemesis cannot be excluded. This case was regarded as incident.